Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the lifevest. The irritation was described as red itchy dots on her back and side. The patien's physician recommended that the patient remove the device to let her skin heal. Follow-up indicated that the rash was healing.